Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported problem was duplicated through functional testing. The exact cause can only be determined at the time of repair.

Event description:
It was reported that the device indicated an error code last error code (lec) 1836. There was unknown patient involvement.